Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the 20 to 40 mg/dl range at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer got a critical pump error alarm that a broken force sensor was detected during seating or regular delivery, and they disconnected from the pump. Troubleshooting was completed but did not resolve the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book). Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.